Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that the bd phaseal connector leaked. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿connector leaked. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that the bd phaseal¿connector leaked. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: as no picture samples or actual samples were available for return, a thorough sample investigation could not be completed. Since a lot number was unavailable for this incident, a production history review could not be performed and retained samples could not be evaluated. During the manufacturing process of the connector product, inspections are regularly performed. During the molding process, visual inspections are performed, critical quality dimensions are measured, and tip luer diameter is verified. During the assembly process, the welding and position of the membrane is verified as well as the absence of foreign matter. Finally, leakage testing is performed to ensure the quality and functionality of the membrane according to procedure. Based on the limited investigation, a definite cause for the alleged incident could not be determined.